Manufacturer narrative:
This device is not available for return as it is with hospital pathology. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that the device was explanted due to staphylococcus aureus infection. No additional adverse patient effects were reported.